Event description:
It was reported, when the camera head was plugged in, only a black screen appeared, no error code, no other noticeable faults just a solid black screen. The issue was identified during preparation for use, while performing basic checks and prior to the patient being in the room. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. The device was returned to olympus for inspection and the reported failure "a black screen appears" was confirmed. Based on the results of the investigation, due to a defective cable unit there was no image. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, when the camera head was plugged in, only a black screen appeared, no error code, no other noticeable faults just a solid black screen. The issue was identified during preparation for use, while performing basic checks and prior to the patient being in the room. The procedure was completed with a similar device. There were no reports of patient harm.